Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was having a lot of problems with sitting in cars because the setting for standing is on and pressing the wires to the nerve and can be very painful on rides and driving. The patient would like help for this. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.